Manufacturer narrative:
After review by field service, it was determined that the user pressed the auto position button. The system was configured to allow for the table to drive down during auto position. This was concluded to be user error. As a correction, the site has been disabled for table movement to prevent this from happening again. No additional information has been received about the patient injury at this time. A follow up MDR will be submitted if any additional information is received.

Event description:
Per statement from the customer, patient positioned in a chair at the end of the table to perform the x-ray. Communication with the site confirmed one of the technician's pressed the auto position key after the x-ray was complete. The table started lowering until it was on the patient's leg, at which it stopped. The patient was not badly injured, it is assumed they will have a bruise on their thigh.